Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during fill two of four of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. The hp stated the heater bag became disconnected and fluid leaked onto the floor. During troubleshooting, it was determined that the leak was at the solution bag connection point. Renal therapy services (rts) had the hp close the transfer set. Rts assisted the hp to end therapy, advised the hp to start over with new supplies and to call their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.